Event description:
An article was received that reported multiple adverse events and a malfunction. The current report captures the malfunction of a "failing generator" and adverse events associated with this event. MFR. Report # 1644487-2017-04154 captures adverse events associated with the lead. MFR. Report # 1644487-2017-04153 captures adverse events associated with the generator. It was reported that the patient had an increased seizure frequency 40 months post-implant due to a failing generator. The generator was replaced and the seizure control was regained. No further relevant information has been received to date.

Event description:
The surgeon indicated that in the study there was never a problem in the generators or their ability to deliver therapy. No further relevant information has been received to date.